Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the consumer via manufacturer representative (rep) reported an implantable neurostimulator (ins) issue. The patient reported that they couldn't interrogate the ins with the smart programmer. The smart programmer could connect with the communicator. Factors that may have led or contributed to the issue remain unknown. No actions were taken to resolve the issue. The issue was not resolved and no surgical intervention occurred or was planned.